Manufacturer narrative:
Device investigation narrative - one 72202901 footprint ultra pk 4.5 mm suture anchor returned. The complaint was for a broken anchor. The anchor was not returned. No suture was returned. There were no clinical details provided such as size and method of tap or tunnel, patient bone quality. The determination will be based upon physical condition of the device as returned. The inner shaft tip has been bent approximately 0.300¿ from the distal tip. This indicates loss of axial alignment during insertion. This could cause breakage of the anchor. Per the IFU: ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole¿. No related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device can be confirmed. (B)(4).

Manufacturer narrative:
Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchor broke during insertion. A backup device was available to complete the procedure. There was a short delay of less than 30 minutes reported. No patient impact was reported with this event.